Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had a scale marking issue. The following information was provided by the initial reporter: there is either one dot, two dots or none and they occur in the same place. This problem affects multiple items and it is on all the batches we have in stock. So far it has been reported to us on items 3001489 (301073), 3001490 (301027) and 3009101 (309648). The dots are appearing on the outside and we believe it may be some marking? However, this is not a serious defect and the articles may continue to be used. We have also found syringes on which the scale is less visible or not visible at all.